Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04938. It was reported the patient had ineffective stimulation therefore surgical intervention took place where the patient had their scs ipg explanted. Scs penta lead remained implanted. Patient had a drg trial and was getting better coverage with the drg system therefore a drg system was implanted.